Manufacturer narrative:
(B)(4). Initial reporter occupation: legal complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr claim letter received. The claimant was revised after an accident. Patient had alleged high metal ions in the blood and loose stem resulting to walking difficulty. Seeking for settlement program. Doi: (B)(6) 2007; dor: (B)(6) 2016: right hip.